Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staple line failed five days following a low anterior resection. The patient was taken back into surgery to fix the leak and the failed anastomosis. The patient's hospitalization was extended due to this issue.